Manufacturer narrative:
This supplemental report is being submitted to provide review and investigation conclusion. The customer returned a 70339050 and reported the device having suddenly accelerated during testing prior to a procedure. The root cause of the reported event could not be determined. The olympus service team could not accurately replicate the reported failure mode. If additional information becomes available at a later date, the complaint shall be updated appropriately. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue of ¿device accelerated itself¿ was not duplicated however, a fluid flowing rapidly from the device was found which indicated that the device pump was bad. In addition, the front cover of the device was found broken. The device was repaired and the broken front cover was replaced. Once the identified parts were replaced and repaired, functional testing including output test and electrical safety test were performed. The device passed all testing criteria and specifications. Based on device evaluation the likely root cause of the reported issue was due to the broken pump which caused a constant fluid flowing rapidly from the device which attributed to the device accelerated itself while in use.

Event description:
It was reported that during an unspecified procedure, the device diego pk console accelerated by itself. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the service history records (shr) and the device evaluation. A service history record review was performed. The pk console was received in march 2019 for the user request of not functioning. Repair history noted that the pump of the device was difficult to adjust due to a faulty knob and failed functional test. Minor scratches on the housing was also observed. A level 3 repair was performed on the device. Olympus performed a visual inspection of the returned device, there was evidence of physical damages found to the housing, and loose components. Moreover, functional testing was performed and rapid flow was found from the console. The olympus service team could not accurately replicate the reported failure mode. If additional information becomes available at a later date, this report will be supplemented.